Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that lead could not pass though the valve of a sealing adapter. A second lead was opened and attempted but removed due to access a smaller vein. A third lead was successfully implanted. No patient complications have been reported as a result of this event.